Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump had a crack on the back. It was reported that pump would not turn on after swimming with crack on pump. Customer's blood glucose was 19.3 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Unit was received with moisture damaged motor assembly, corroded battery tube and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.